Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted during testing. No battery out limit alarm or battery error could be verified due to the unresponsive buttons. The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted on the electronic, motor, vibrator, or battery tube assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, a broken belt clip slot, a cracked reservoir tube lip, scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed for button error and battery out limit. Blood glucose reading was 149 mg/dl. Unable to check the alarm history to verify alarms. Reporter had been out walking with the insulin pump in the pocket when a rain storm occurred. Advised that the insulin pump will be replaced. Nothing further reported.